Manufacturer narrative:
Analysis was performed on the returned device. The reported ¿no blood flow from the marker lumen¿ was not confirmed. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determinecircumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labelid that the reported obstruction of flow and unexpected medical intervention appear to be related to operational context. It is likely that under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle is due to ng of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to an electrophysiology (ep) interventional procedure. Reportedly, despite successfully flushing prior to use, no blood flow from the marker lumen occurred. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized and the ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.